Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, the customer corrected the time and the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.